Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer did not provide phone or email contact information. Therefore, no further information or product return was able to be requested. The device was not returned, and the reported issue could not be verified.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.